Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were found removed/broken. The investigation found the top case was chipped and cracked. The pump event history showed a acu power strobe failure alarm in the error history log (ehl). The evaluation was performed, and the reported issue was not duplicated, during set-up and multiple flow and occlusion tests. Force sensor test error was found at power up and failed force sensor reading, at 0.00 lbs. The force sensor was out of calibration as a result of normal wear/drift. Pump is over 4 years old. The root cause of the reported issue was unable to be determined. The technician replaced the main board as a preventative measure. Calibrated the device. Device passed all functional testing.

Event description:
It was reported that a power/interconnect board was observed. No patient injury was reported.